Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Caire is attempting to have the unit returned for an investigation. If any new information is discovered, a follow-up report will be submitted.

Event description:
On july 22, 2022, caire received a report from atlantic healthcare of the below incident: it was reported that the companion 5 sieve bed blew up in the patient's house, and the patient had to get an outside company to clean up the mess.